Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40 mg/dl. It was stated that the customer had high blood glucose the day before, and then the paramedics were called because the customer's glucose level was dropping. Troubleshooting was performed. The customer's most recent glucose reading was 158mg/dl. Reviewed the programming on the insulin pump and they were accurate. It shows that the customer delivered over 35.0 units of insulin within an hour in the morning the day she was admitted. The customer called back and stated that the reservoir and the status screen show the same amount of insulin. Advised to monitor her blood glucose and to call us back if she continues having issues. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.